Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 496 mg/dl. A manual injection was administered to address bg level. A system check was performed and the pump time was found to be 8 minutes behind and the cartridge tubing was found to be cracked resulting in the cartridge tubing line leaking insulin. The contact successfully updated the pump time on the pump. Reportedly, the contact performed a supply change to address the issue.